Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's reported via phone call that they experienced high blood glucose. The customer's mother also reported that they received a no delivery alarm and had a blank display. The customer's blood glucose was 562 mg/dl at the time of incident. The customer's mother stated that she treated her high blood glucose with the insulin pump. The customer's mother also stated that they received a motor error alarm but rewind was completed. The customer's mother was unable troubleshoot during the time of call. The insulin pump will not be returned for analysis.